Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal (B)(6) 2018 and during post laparoscopy the physician visualized a perforation on the patient's lower left half of the fundus. The physician cauterized the perforation to stop the bleeding. No other injuries reported.